Event description:
It was reported that the customer stated the camera head was not working and onsite inspection revealed a cut over the cable. The issue was found during setup/inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler corrosion was present; the focus button and front ultrasound shaped head cover were dirty; and dirt was observed on the head packing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.